Event description:
In 2006, a acetabular cup and femoral stem were implanted as a revision of a previous implant due to loosening. These were not pioneer surgical's devices. However, in 2010, a gtr device was implanted in the pt due to a periprosthetic fracture. All these implants were removed on (B)(6) 2012 due to infection. It is unk as to what caused this infection or what the pt had implanted in place of these devices.

Manufacturer narrative:
Device was not returned but rather retained by the hosp. Pioneer was not able to gather any more info on this occurrence. Based on the evidence that was provided it is unk as to what caused this alleged infection to take place. This is the first reported case of infection related to this device since the product was released to the market in 2001.